Manufacturer narrative:
The cartridge was not returned for evaluation; however, the lens used in this surgery was returned and visual inspection showed one haptic was torn off and one of the haptics was bent.

Event description:
The facility states that the surgeon successfully implanted a model aq2010v intraocular lens into the patient's eye, but he noted damage to the lens after implant. The lens was removed without injury to the patient. The lens and the diopter -22.5. The facility felt the lens was damaged by the cartridge that was used in the surgery, but they don't know the model of injector that was used and the lot number is also unknown.